Event description:
It was reported that during a left hepatic lobe resection under lap, on (B)(6) 2012, the surgeon used the device to proceed with liver, found that the device could not open after the second firing. The surgeon had to use another device to cut the tissue and removed the device. Now the patient is fine. The whole procedure delayed around half an hour and the patient accepted more anesthetic. As the patient had (B)(6), the sample had been discarded. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional followup: did the extended incision change the patients postoperative course? No. The surgeon opened another small incision and put another ec45 in it . How much was the incision extended? Na. What steps were taken to open the device? The device didn't open at all. Has the user been inserviced? Yes. How is the patient currently? Fine. Is the patient expected to have a full recovery? Yes.